Event description:
It was reported that a patient, with a sling, experienced return of incontinence and underwent a surgery to have an artificial urinary sphincter (aus) implanted. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported incontinence could not be established as the product is not available for analysis. Device history record review (DHR): review of manufacturing documentation was not performed as the serial and lot number for this component was not provided. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and incontinence is documented as an adverse event. There is no evidence that the device was used or handled improperly. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse event of incontinence is a known risk of the device. The cause of the incontinence was not established by physician, although incontinence is included in the labelling documentation for the device as an adverse event of implant surgical procedure of device, and the risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that a patient, with a sling, experienced return of incontinence and underwent a surgery to have an artificial urinary sphincter (aus) implanted. No patient complications were reported.